Event description:
Initial reporter indicated that they had a vns patient that was referred to them for pain in the left neck and ear during stimulation. The patient has had this pain since implant. The most recent vns diagnostic test results were reported to be "normal." Setting changes were made for neck muscle contractions with stimulation that resolved but, the patient continued to have the pain with stimulation. It has been decided the patient will have exploratory neck surgery to assess the electrode placement.